Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to air entrapment in the device header. The vector was reprogrammed from secondary to primary to mitigate further oversensing. No adverse patient effects were reported.